Event description:
It was reported that after the acculink stent was implanted in the right internal carotid and upon post-dilatation with a viatrac plus balloon catheter, the patient was asystole for approximately 3-4 seconds. The patient received no treatment and was reported to be doing well after the procedure. The pt entered the cath lab with an already low heart rate.